Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2014 with the following results:a review of the black box showed a call service alarm on 05/12/2014. The pump powered on normally during testing and was able to be exercised for 24 hours with no alarms. The pump cover was opened and moisture was observed on the printed circuit board and internal components. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Damage was observed between the lower right corner of the display and the case seal. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.